Event description:
It was reported that during a prostate biopsy procedure through normal tissue, the patient experienced bleeding. A coaxial was not used. Post-procedure, the patient consults by telephone reporting continuous rectorrhagia of fresh blood. The patient was assessed to be paled skin, sweating, dizziness, loss of muscle tone, and obvious active bleeding. The patient was transferred to the emergency department (ed). Analysis at the ed showed three-point anemia previous analysis (11.11.22), prompting entrance to uceu for evolutionary control. Currently patient with beg. There were no signs of low blood flow or hemodynamic instability during the patient's stay. Rectal bleeding and the presence of clots persisted. The patient still had some clots, which were not considered significant. The patient remained stable and was discharge him from the hospital.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.